Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sept2019. The manufacturer's product support engineer (pse) evaluated the device and was able to confirm the reported issue. The pse found that the unit would need a new power switch overlay. The pse advised the customer to replace the power switch overlay. The customer confirmed that the power switch overlay was replaced to resolve the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported during a preventative maintenance (pm) the device failed with an (1105) error code; alarm led failure. There was no patient involvement.